Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 2 closed samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the samples received are 1.39 kgf in average and 0.26 kgf in minimum and does not fulfil the requirements of the european pharmacopoeia (ep) for the minimum: 0.69 kgf in average and 0.35 kgf in minimum. (According to ep, one low value in 15 units tested is accepted but only 2 closed samples received). Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. However, needle attachment strength results conducted on samples before releasing the product were 2.87 kgf in average and 1.87 kgf in minimum and fulfilled ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly performed. Final conclusion: despite one of the samples did not fulfil the minimum requirements for the needle attachment strength, one low value in 15 tested units is accepted in the european pharmacopoeia. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinary user) reported that the needle detached. No further information received.